Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 323 mg/dl and a bolus of insulin was delivered to address the bg level. The customer did not know the cause of the high bg. As the event had occurred in the past, tandem technical support was unable to troubleshoot and advised the customer to discuss the event with a healthcare provider.